Manufacturer narrative:
No sample was returned for evaluation. No similar reports on lot. The device history records were reviewed. The lot was released according to acceptance criteria. Sharpness results were rated excellent. Root cause: could not be determined because no samples were returned. No corrective action taken. This report mailed in to FDA on: 7/27/2007.

Event description:
Facility reported a dull blade, and the cornea was nicked when the blade was used. The site also reported that the incision site was leaking and a suture was required to close the wound.